Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not able to rewind. The customer's blood glucose value was 227 mg/dl. The customer reported that the insulin pump had pump error and able to clear the alarm. The customer was reported that the insulin pump passed self-test and displacement test. The insulin pump will not be returned for analysis.